Manufacturer narrative:
Date sent: 09/17/2009. Evaluation summary - devices a and b arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. (Device b): d5j32w (batch #); exp date = 04/2012. MFR date: (device b): 5/2007.

Event description:
It was reported that during a pph procedure, the surgeon put the first stapler in and the staples would not deploy. They came out part way and were open and not formed. He had to manually pull them out. He used a second stapler and the same thing occurred. Those staples were open and not formed as well. They were pulled out. The patient was opened and the procedure was completed manually. The patient lost 500 ccs of blood. The patient is okay, stayed the night and is currently stable. No blood products were required. Patient was released the next day in good condition. No more issues as far as they know. Patient is a paraplegic; one reason why patient was kept overnight, but doesn't think that had anything to do with event.